Event description:
It was reported that the sensor deployed on its own. No product or data was provided for investigation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2024. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).